Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the head was unable to interrogate, though the programmer interrogated with a known good head and it was further noted that the programmer head failed all uplink amplitude tests and that the head's label was missing laminate. The head's cable and label were replaced. Continuation of d11: product ID r2290 software analyzer: (B)(4).

Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.